Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned.

Event description:
A copy of the medwatch report from FDA was received, which states "programmed at intended infusion rate for 24 hours at 56 ml/hr. Programmed at intended infusion rate all day at 56 ml/hr. However, infusion ran out approximately 4 hours early. Confirmed volume to be correct on tpn bag". There was patient involvement, but the outcome is unknown. Customer indicated on medwatch "other serious or important medical event."